Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 information was missing from patient's data screen. No medical intervention was necessary.

Manufacturer narrative:
(B)(4). The complaint sensor device was not returned for evaluation. However, data was received and downloaded on (B)(4) 2015. A review of the downloaded data log did not confirm the reported event of missing information from the patient's data screen.